Manufacturer narrative:
(B)(4). Information was not provided by contact. Results 100 nicked knife the analysis found that the device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a gastric sleeve procedure, the device misfired. Case completed with another device of the same product code. There were no patient consequences reported.